Event description:
The customer observed negative architect syphilis tp results. Sid (B)(6) (female, 42 yrs old, pregnant) generated architect syphilis tp negative of 0.13, 0.12 s/co results. The onsite rapid test showed color at c&t band, reactive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kit of the complaint lot number. A review of tracking and trending for the product and the reagent lot did not identify an increase in complaint activity. Sensitivity testing was performed using an in-house retained kit of lot 76542be00, stored at the recommended storage condition. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the lot and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect syphilis tp, lot number 76542be00, was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 8d06 that has a similar product distributed in the us, list number 8d06-31 / 41, and 510k/PMA/bla of k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed negative architect syphilis tp results. Sid (B)(6) (female, 42 yrs old, pregnant) generated architect syphilis tp negative of 0.13, 0.12 s/co results. The onsite rapid test showed color at c&t band, reactive. No impact to patient management was reported.